Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a previous motor error and no delivery alarm on the insulin pump were resolved. The customer's blood glucose reading was 42 mg/dl at the time of incident and treated with a soda. Customer did not want to troubleshoot.